Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The wearable was inserted into the abdomen, which is an off-label usage of the device, on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. B6: relevant tests/laboratory data,inclu - correction. G3: date received by manufacturer - additional information. G6: type of report - follow-up. H2: type of follow up - correction. H6: health effect clinical code - 4581 appropriate code/ term not available- scabbing.

Event description:
Subsequent to the initial MDR, a correction is required.